Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. As received, the monitor would not power on. Upon evaluation, high voltage had deviated to low voltage circuitry damaging multiple components on the computer / analog (ca) board and defibrillator board. The cause of the inability to power on is the damaged components. The root cause of the damaged components could not be positively identified due to the extensive damage. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it could not complete testing.